Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing, the device was emitting a low battery warning and won't power on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The returned pad device was installed on (B)(6) 2008 and performs as expected until (B)(6) 2009. The device fails a self test on the (B)(6) 2009 due to a low battery. The temperature at this time was -3.2 degree c indicating the device was being stored in an inadequate location. The battery performance can be adversely affected by very low temperatures. After the failed self test on (B)(6) 2009, it appears teh device was left in fault mode. This would have the effect of depleting the pad-pak to the point where it had insufficient capacity to power the status indicator or enable the device to be switched on. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.